Manufacturer narrative:
Section b5: additional information received per the medical records indicate that the patient has a history of diabetes, deep vein thrombosis and respiratory failure. The patient is also allergic to iodine, shellfish, lisinopril, nonsteroidal anti-inflammatory drugs (nsaids) and ace inhibitors. According to an amended patient profile form (ppf) the patient experienced filter embedment, unable to be retrieved, blood clots, clotting, and/or occlusion of the inferior vena cava (ivc). The form states that the patient sought removal of the filter. The removal was unsuccessful due to embedment. The patient suffered from thrombosis/embolism and blood clots, clotting and/or occlusion of the ivc. The patient also experienced emotional distress, mental anguish, anxiety and stress. As reported, the patient had placement of the optease inferior vena cava (ivc) filter. Per the medical records, history includes deep vein thrombosis, right saphenous vein thrombosis and bleeding while on coumadin, morbid obesity, diabetes, svt ablation, anxiety, right oophorectomy, tonsillectomy, appendectomy, cholecystectomy, hypertension, diverticulosis, angioedema, pulmonary edema, recurrent respiratory failure requiring multiple intubations, thyroid nodules, polycystic ovarian syndrome, urinary tract infection, hematuria, rectal bleeding, adenoidectomy, and knee surgery. The filter was deployed in infrarenal ivc with no complications. The filter subsequently malfunctioned including, but not limited to, embedded in the ivc, failed removal attempt, and is unable to be retrieved. Approximately two and a half months post implant, an unsuccessful removal attempt of the ivc filter was performed without complications. One week later, another attempted removal of the ivc filter was unsuccessful due to endothelialization of the anchor of the filter. The venogram demonstrated no evidence of clot within the filter. Post implant, the patient had multiple hospitalizations for recurrent respiratory failure episodes, rectal bleeding from internal hemorrhoids, and svt status post ablation. At eleven months and 2.5 years post implant, there was no evidence of dvt noted. Per the patient profile form (ppf), the patient reports filter embedment, unable to be retrieved, blood clots, clotting, and/or occlusion of the ivc, thrombosis/embolism and blood clots, clotting and/or occlusion of the ivc. The patient also reports anxiety and stress. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots, thromboembolism, and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter is embedded in the ivc, failed removal attempt, and filter is unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombosis within the inferior vena cava does not represent a device malfunction. The implantation date of the filter and the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter is embedded in the ivc, failed removal attempt, and filter is unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. Per the medical records, the patient underwent placement of the ivc filter given their history of deep vein thrombosis, right saphenous vein thrombosis and bleeding while on coumadin. The patient also had a history of morbid obesity, diabetes, ablation for supraventricular tachycardia (svt), anxiety, right oophorectomy, tonsillectomy, appendectomy, cholecystectomy, hypertension, diverticulosis, angioedema, pulmonary edema, recurrent respiratory failure requiring multiple intubations, thyroid nodules, polycystic ovarian syndrome, urinary tract infection, hematuria, rectal bleeding, adenoidectomy, and knee surgery. During ivc filter placement via the right femoral vein, the filter was deployed in infrarenal ivc with no complications. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter is embedded in the inferior vena cava (ivc), failed removal attempt, and filter is unable to be retrieved. Approximately two months and fourteen days post implantation of ivc filter, an unsuccessful removal attempt of the ivc filter via the right femoral vein was performed without complications. Approximately two months and twenty-four days post implantation of the filter, another attempted removal of the ivc filter via right femoral vein was unsuccessful due to endothelialization of the anchor of the filter. However, the venogram demonstrated no evidence of clot within the filter. Post filter implantation, the patient continued to have multiple hospitalizations for continued respiratory failure episodes, rectal bleeding which was attributed to internal hemorrhoids, and svt status post multiple ablations. However, according to the medical records provided during the hospitalization approximately eleven months post ivc filter implantation it was noted that the patient had no dvt or pulmonary embolism (pe) at the moment. Approximately two years and six months post filter implantation, it was noted once again that the patient was negative for dvt or pe. According to the information received in the patient profile form (ppf), sometime post implantation of the ivc filter patient reports to have continued dvt, pain, and emotional distress. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The following additional information received per the medical records indicate that the patient underwent placement of the ivc filter given their history of deep vein thrombosis, right saphenous vein thrombosis and bleeding while on coumadin. The patient also had a history of morbid obesity, diabetes, ablation for supraventricular tachycardia (svt), anxiety, right oophorectomy, tonsillectomy, appendectomy, cholecystectomy, hypertension, diverticulosis, angioedema, pulmonary edema, recurrent respiratory failure requiring multiple intubations, thyroid nodules, polycystic ovarian syndrome, urinary tract infection, hematuria, rectal bleeding, adenoidectomy, and knee surgery. During ivc filter placement via the right femoral vein, the filter was deployed in infrarenal ivc with no complications. Approximately on or about two months and fourteen days post implantation of ivc filter, an unsuccessful removal attempt of the ivc filter via the right femoral vein was performed without complications. Approximately on or about two months and twenty-four days post implantation of the filter, another attempted removal of the ivc filter via right femoral vein was unsuccessful due to endothelialization of the anchor of the filter. However, the venogram demonstrated no evidence of clot within the filter. Post filter implantation, the patient continued to have multiple hospitalizations for continued respiratory failure episodes, rectal bleeding which was attributed to internal hemorrhoids, and svt status post multiple ablations. However, according to the medical records provided in the hospitalization approximately eleven months post ivc filter implantation it was noted that the patient had no dvt or pulmonary embolism (pe) at the moment. Approximately two years and six months post filter implantation, it was noted once again that the patient was negative for dvt or pe. According to the information received in the patient profile form (ppf), sometime post implantation of the ivc filter patient reports to have continued dvt, pain, and emotional distress. Approximately on or about two months post implantation of filter, an attempted but unsuccessful percutaneous removal procedure was performed. However, unlike in the medical records received in which two dates for unsuccessful removal attempts are reported, the ppf has no second removal attempt noted. Additional information is pending and will be submitted within 30 days upon receipt.